Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the occlusion alarm occurred. Customer's blood glucose level was in the 300¿s (mg/dl) range. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. Reportedly, the customer had manual injections available as alternate insulin therapy.